Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a touchscreen issue, during which several sections of the touch panel could not be operated. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) replaced the v60 ventilator experiencing the issue with another v60 at the customer site. The v60 ventilator experiencing the issue was brought to a repair center. The asp inspected the device on 11sep2024 and confirmed there was a touch misalignment. The asp performed a touchscreen calibration which did not resolve the issue. The asp replaced the touchscreen to resolve the issue. Following the replacement of the touchscreen, the asp completed a cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The replaced touchscreen was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech verified that the returned touchscreen passed all flex cable resistance verification testing and all resistance ratio testing. As the flex cable resistance and resistance ratio testing are factors that verify a functional and good working touchscreen, the pil tech's investigation concluded that there was no problem found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.